Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: neu_unknown_lead, implanted: (B)(6) 2003, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patient had physical therapy and manipulation done as part of recovery from an unrelated surgery. Following surgery the patient had good stimulation on the right side but due to physical manipulations the patient loss stimulation on the right side, experienced a loss of therapeutic effect, and an increase in pain. It was noted the patient also had a fall sometime after surgery as well. The manufacturer's representative (rep) further noted that impedance testing showed that 0-7, 9, and 13, 14, and 15 had impedances within a normal range but electrodes 8, 10, 11, and 12 had high impedances of greater than 10,000. The patient had been using 8, 9, and 0 on the right side. The rep. Later reported that they activated electrodes 9 and 13 and the patient stated they were getting most area coverage. The physician ordered an x-ray for possible lead revision but there was no information regarding the results at the time of the report.